Manufacturer narrative:
Review of the rtf file showed that the treatment was programmed incorrectly. The correct rx data was present, however the toric iol had a different axis programed. It is likely that the operator did not select 'use axis from rx'. Laser log files were reviewed and no indication of device malfunction was found. The surgical procedure was completed 100% and no error messages were recorded. No vitrectomy was performed. During a post-operative clinical follow up the doctor reported that the iol was rotated and no additional treatment was necessary. Root cause: user error.

Event description:
On (B)(6) 2016, a doctor reported that on one case they used the intelliaxis feature and had set treatment for an axis of 102. During toric setup they thought they had selected the correct toric lens and power settings and continued with the treatment. After treatment the marks were at axis of 0 and 180 rather than 102 and 282.

Manufacturer narrative:
Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803. 56 when additional reportable information becomes available.

Event description:
On (B)(6) 2016, a doctor reported that on one case they used the intelliaxis feature and had set treatment for an axis of 102. During toric setup they thought they had selected the correct toric lens and power settings and continued with the treatment. After treatment the marks were at axis of 0 and 180 rather than 102 and 282.